Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they were in the emergency room (ER) for a concussion that was not dexcom related. The patient stated they the cgm had been reading approximately 180 mg/dl throughout the day and when they were in the ER, they had bloodwork and a urinalysis done. It was determined that the patient was diagnosed with diabetic ketoacidosis after receiving the bloodwork and urinalysis results. The patient alleged that the transmitter was at fault and as a result, had inaccurate values. The patient was treated with 2 bags of fluid (contents unknown) and at the time the patient was discharged from the hospital on (B)(6) 2018, their bg value was 130 mg/dl. The complaint device was returned for evaluation. An external visual inspection was performed, and the inspection passed. A voltage test was performed, and the test passed. A pairing test was performed, and the test passed. Data was not provided for investigation. Functional testing was performed, and the test passed. Confirmation of the allegation could not be determined. No additional event or patient information is available.